Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. It has been mentioned that the nrg rf had poor energization efficiency was observed. Energization (rf) was given by the bmc generator in all the 3 attempts to cross the septum, and it was not possible to cross the septum with the original nrg needle, therefore the needle was replaced. No patient complications were reported. The procedure was complete successfully. The device is not expected to be returned for analysis (disposed).